Event description:
This device is at eri indication and was explanted. The associated lead was also removed from service at this time. This device has been retained by the hospital. Should additional info become available, this event will be updated.